Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend of the right ventricular pacing lead was variable and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbc2d1 ICD blw601520s, implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic), non-sustained ventricular tachycardia episodes, oversensing, and noise. The lead was initially reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.